Manufacturer narrative:
The event of an ipg pocket revision was reported to abbott. The patient underwent a pocket revision, ipg moved a little deeper using same incision site. Therapy was restored following procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the site of their ipg. Surgical intervention was undertaken on (B)(6) 2024. Wherein the patient's ipg was repositioned in the pocket to address the issue. Therapy was restored post operatively.